Event description:
A customer contacted baxter to report that he had detected leak in the cassette at the time of connection to the homechoice (hc) machine. There was no patient involvement.

Manufacturer narrative:
(B)(4). This complaint for leak could not be confirmed and a cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This is report 2 of 3 associated with this issue. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.